Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified, de novo left anterior descending lesion that was 85% stenosed. A 2.50x28mm xience xpedition was advanced and implanted at the lesion. An edge dissection was then noted and another xience xpedition stent was used to treat the dissection. There was no patient sequela and no clinically significant delay. No additional information was provided.